Event description:
The lay reporter contacted lifescan (lfs) on sept 30, 2006, alleging low readings on his mother's one touch basic meter. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical info. Mas also listened to the recorded call and obtained the following info: the same day, the pt tested her blood glucose and obtained an 80 mg/dl and 90 mg/dl and did not experience any symptoms at that time. There is no info on what time she obtained the 80 mg/dl and 90 mg/dl reading. At 5:00 am, she felt dizzy and experienced chest pains. She tested her blood glucose and obtained a 100 mg/dl at 5:00 am. She did not eat/drink or take any medication after obtaining the 100 mg/dl. Her son took her to the ER and her reading was 500 mg/dl, at 5:40 am, on the hosp's one touch ultrasmart device. The pt was treated with insulin (70/30). No further clinical info was provided. The technique of applying blood on the test strip was correct. The pt cleans the puncture area correctly. The test strips were in good condition and not expired (opened 2 weeks ago). A quality control test was not done, since the pt did not have any control solution. Customer care advocate (cca) sent the pt a replacement meter and control solution. It would have been helpful to know the pt's diabetes regimen, diagnosis and how many hrs the pt was in the ER. This complaint is being reported because the pt obtained a 100 mg/dl on her lfs meter and was treated for hyperglycemia in the ER after obtaining a reading of 500 mg/dl on the hospital's device.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.